Event description:
A report was received that the patient underwent an ipg pocket revision due to charging difficulty as the ipg was not positioned well inside of the pocket. The physician repositioned the ipg and the patient is doing well.